Event description:
On 03/02/2025, doctor (al23010-c21u) reported to cas that he experienced a full-thickness arcuate incision during procedure ID #316 on (B)(6) 2025. The site is requesting a review of the procedure.

Manufacturer narrative:
No patient movement noted. Incision depth set at 85%. The imaging was reliable and successful. No known cause. No further clinical follow-up required.